Manufacturer narrative:
The reason for this revision surgery was due to patient having pulled out of the constrained liner. The previous surgery and the revision detailed in this investigation occurred over 1 year and 1 month apart. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There was a nonconformance in the part #436-28-007, liner, acetabular, fmp constrained 28xmp7 which documents nonconformance that out of 10 parts lot, 1 part was rejected and scrapped due to poor legibility of the engraving. All other item in the lot were met with the design, fit and function requirements. The device was within its respective expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to patient pulled out of the constrained liner. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's event. There are many factors that may contribute to the event that are outside the control of djo surgical such as poor bone density, patient bone deterioration, inadequate soft tissue support, excessive range of motion, patient activities or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any patient activities that may have contributed to the event and hence a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully.

Event description:
Revision surgery - due to the patient having pulled out of the previous constrained liner. The surgeon removed the previous components and replaced them. He will be going back in, in the future to remove the cup. The cup is in a very vertical position.